Event description:
Schiavone, marco, et al. (2024). "Impact of ventricular tachycardia ablation in subcutaneous implantable cardioverter defibrillator carriers: a multicentre, international analysis from the isusi project." Europace (2024) 26, euae066. Https://doi.org/10.1093/europace/euae066. It was reported in the above journal article, arrhythmic events and cardiovascular mortality was lower in patients with subcutaneous implantable cardioverter defibrillator (s-ICD) devices who underwent ventricular tachycardia (vt) ablation (vta). This report is being issued as inappropriate shocks were included in table 2 follow-up data. Specific model and serial numbers are unknown.

Manufacturer narrative:
No specific device model/serial numbers were mentioned in the journal article. Therefore, we are unable to confirm whether or not any of the associated devices have been returned to boston scientific for analysis. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.

Event description:
Schiavone, marco, et al. (2024). "Impact of ventricular tachycardia ablation in subcutaneous implantable cardioverter defibrillator carriers: a multicentre, international analysis from the isusi project." Europace (2024) 26, euae066. Https://doi.org/10.1093/europace/euae066. It was reported in the above journal article, arrhythmic events and cardiovascular mortality was lower in patients with subcutaneous implantable cardioverter defibrillator (s-ICD) devices who underwent ventricular tachycardia (vt) ablation (vta). This report is being issued as inappropriate shocks were included in table 2 follow-up data. Specific model and serial numbers are unknown.